Event description:
It was reported that, "when the surgeon was cutting the head of the ampoule by his hands, the head has been reduced to particles. Therefore, the surgeon used a spare simplex instead of it."

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4).